Manufacturer narrative:
We are unable to get the product returned for a proper investigation. It is likely that cracking and instability would be noticeable to the user before failure occurred.

Event description:
It was reported that the tricycle seat post cracked, causing the seat to tip backwards.